Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The explanted devices were not returned to bsn. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 16756616 / 16756616, model/catalog description: artisan lead 50 cm.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent an explant procedure. No further information could be obtained.